Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent routine defibrillation threshold (dft) testing during the initial implant procedure, in which, an unknown time after the test was performed, the patient experienced a stroke. It was reported that the patient was in atrial fibrillation (af) during the time of the implant procedure and no preoperative thrombus evaluation was conducted. The patient survived the stroke and will continue routine follow up with their health care professional. No additional adverse patient effect have been reported.